Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture using the versacross connect and fxd curve was. Following the puncture the physician noted that there was a decrease in systolic blood pressure. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present. The physician performed a pericardiocentesis draining blood from the patient. The patient stabilized and the procedure was continued. The closure device was successfully implanted in the laa of the patient. Post procedure the pericardiocentesis drain needed to be exchanged for a larger drain and more fluid was removed from the patient. The patient is expected to make a full recovery and will be monitored overnight. It was further reported that the patient died as a result of this event. The bleeding from the effusion did stop but they suspected a clot was compressing the heart. The patient also had all kinds of other issues with severe hyperkalemia and then aspirated.

Manufacturer narrative:
H6 patient codes: retroperitoneal hemorrhage e1027 added.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture using the versacross connect and fxd curve was. Following the puncture the physician noted that there was a decrease in systolic blood pressure. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present. The physician performed a pericardiocentesis draining blood from the patient. The patient stabilized and the procedure was continued. The closure device was successfully implanted in the laa of the patient. Post procedure the pericardiocentesis drain needed to be exchanged for a larger drain and more fluid was removed from the patient. The patient is expected to make a full recovery and will be monitored overnight. It was further reported that the patient died as a result of this event. The bleeding from the effusion did stop but they suspected a clot was compressing the heart. The patient also had all kinds of other issues with severe hyperkalemia and then aspirated. The physician reported that the cause of death was retroperitoneal bleeding.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture using the versacross connect and fxd curve was. Following the puncture the physician noted that there was a decrease in systolic blood pressure. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present. The physician performed a pericardiocentesis draining blood from the patient. The patient stabilized and the procedure was continued. The closure device was successfully implanted in the laa of the patient. Post procedure the pericardiocentesis drain needed to be exchanged for a larger drain and more fluid was removed from the patient. The patient is expected to make a full recovery and will be monitored overnight.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture using the versacross connect and fxd curve was. Following the puncture the physician noted that there was a decrease in systolic blood pressure. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present. The physician performed a pericardiocentesis draining blood from the patient. The patient stabilized and the procedure was continued. The closure device was successfully implanted in the laa of the patient. Post procedure the pericardiocentesis drain needed to be exchanged for a larger drain and more fluid was removed from the patient. The patient is expected to make a full recovery and will be monitored overnight. It was further reported that the patient died as a result of this event. The bleeding from the effusion did stop but they suspected a clot was compressing the heart. The patient also had all kinds of other issues with severe hyperkalemia and then aspirated. The physician reported that the cause of death was retroperitoneal bleeding.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve access system, part # m635tu80020 batch # 0034979641. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required) hypotension, (hospitalization) bleeding (retroperitoneal hemorrhage), heart failure, arrhythmia (cardiac arrest), and death. Risk review: a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, hypotension, bleeding (retroperitoneal hemorrhage) heart failure, arrhythmia (cardiac arrest), and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture using the versacross connect and fxd curve was. Following the puncture the physician noted that there was a decrease in systolic blood pressure. Transesophageal echocardiogram (tee) imaging showed that there was a pericardial effusion present. The physician performed a pericardiocentesis draining blood from the patient. The patient stabilized and the procedure was continued. The closure device was successfully implanted in the laa of the patient. Post procedure the pericardiocentesis drain needed to be exchanged for a larger drain and more fluid was removed from the patient. The patient is expected to make a full recovery and will be monitored overnight. It was further reported that the patient died as a result of this event. The bleeding from the effusion did stop but they suspected a clot was compressing the heart. The patient also had all kinds of other issues with severe hyperkalemia and then aspirated. The physician reported that the cause of death was retroperitoneal bleeding.

Manufacturer narrative:
H6 patient codes: heart failure e0611, cardiac arrest e0602, cardiac tamponade e0605 added.